Event description:
It was reported to nova biomedical that a consumer received results in the 400's mg/dl during the day. It is unk if any action or intervention occurred as a result of these readings. At an unk time of that day, she experienced a hypoglycemic event requiring medical intervention. At the hosp they took a test with an unk meter getting a result of 28 mg/dl. The consumer stores the test strips in the bathroom against our directions of use. At the time of call, the consumer stated she would call back. Two follow-up phone call messages were left for this consumer to contact us regarding this situation. The test strips and meter in question will not be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.